Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 522 mg/dl and a high level of ketones. Prior to hospitalization the customer attempted to address the bg with a correction bolus. Customer was treated with intravenous fluids of saline and insulin while in the hospital. Customer changed pump supplies to address the issue. At the time of report with tandem technical support the customer had not yet been discharged from the hospital. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.